Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker exhibited longevity calculations from 2 years remaining to 6 months remaining in a span of 6 months. A request was made to have the data analyzed. This device remains in service. No adverse patient effects were reported.